Event description:
Pt went to store and used electronic b/p monitor. Noted pulse in 40's. Went to dr's office. Pacemaker change scheduled for 011098 and dr determined the pacemaker should be changed 010998. Pacemaker had been in place 5 yrs. Old lead unable to be removed. Capped and left in. New lead inserted.